Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the DHR was performed and there were no issues found within the record associated to the reported event. Based on the results of the investigation, the malfunction of the power switch likely occurred because the operating force amount and frequency during application of the power switch exceeded that expected. A design change to improve the durability of the power switch has since been made. The subject device within this report was manufactured prior to the design change. Regarding the malfunction of the printed circuit board (patient board), since the device in question was produced prior to a change in the design of the operation amplifier circuit of the printed circuit board, it is likely the 180 scope did not produce an endoscopic image due to the failure of the operation amplifier.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the users request was confirmed. The on/off button was stuck in the off position. A faulty patient board was found causing the device to not show an image on the 180 series scope. It was recommended to update the software version on the device. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a broken power on switch on a video system center. The issue occurred during preparation for a procedure. No patient harm or injuries were reported. No additional information has been obtained.